Manufacturer narrative:
Date received by manufacturer. Device availability - date returned to manufacturer. Product returned was the implant (concomitant). Device evaluated by manufacturer - change explanation.

Manufacturer narrative:
Note: after further review, the temp ging cuff spline 4.0 mm 4.5 flare 5 mm cu (1808) was not returned for inspection as previously reported on submission MFR- 0001038806-2017-00379-1 submitted on august 23, 2017. On this reported has been updated to reflect the corrected information. A 3.75 spline twist implant (1989) and a fixture mount was returned for inspection but the temp ging cuff spline 4.0 mm 4.5 flare 5 mm cu (1808) was not returned for inspection as previously reported in MFR- 0001038806-2017-00379-1 submitted on august 23, 2017. Visual inspection of the as received products identified general signs of usage and discoloration around the coated surface of the implant. The implant and the mount had no evidence of any damage or malfunction. Visual comparison of drawing ed-5470 rev e was consistent with the design of the implant and did not provide any manufacturing deviation. The temporary gingival cuff was not returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instruction of use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15) indications the healing collar is used to assist in the forming of the soft tissue during healing before a final restoration is placed. The healing collar is for single use only. The healing screw and surgical cover screw are used to seal the implant internal connection and separate it from the soft tissue which is sutured over the implant during healing. The healing screw and surgical cover screw are for single use only. The temporary gingival cuff is for use at second stage surgery to allow healing of the soft tissue to coincide with the flare of the abutment cuffs for suitable emergence profile of the final prosthesis. Cuff should protrude through the soft tissue by at least 2mm (0.5mm ¿ 1mm when used in a single stage procedure, threaded spline implant only). Note: cuffs do not engage their respective implant¿s anti-rotational feature. Contraindications temporary gingival cuffs: not to be used as an impression transfer component or temporary abutment. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. The complainant indicated device malfunction as the gingival cuff did not screw down into the implant. The complaint was non-verifiable, as the product was not returned. A root cause could not be determined for this complaint. The reported abutment was not returned to manufacturer for evaluation. Device manufacture date not available; no lot number provided. Device not returned to manufacturer.

Manufacturer narrative:
Lot number was not provided/known. Device was requested but not returned to manufacturer.

Event description:
The doctor indicated that the gingival cuff would not seat into the implant, did not screw down into the implant and could not be fully screwed down. Therefore the implant was removed and another implant was replaced.